Event description:
Same case as: 2184052-2014-00102. It was reported that during surgery the implant broke. The surgeon was impacting the implant and it broke. The surgeon used another size implant to complete the surgery. No additional information is available at the time of this report.